Event description:
It was reported that the cot tipped over while transporting a patient. The cot was being moved through a parking lot area when the wheel hit a small hole in the asphalt and tipped over. It was alleged that the patient was injured requiring medical intervention. Further information was not provided.